Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact. Customer declined troubleshooting with tandem technical support. No additional information was provided.